Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that over the last two weeks the keys have gotten more difficult to press. The customer stated that when attempting to prime tubing, the act and escape buttons were hard to press. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump had an intermittent button response on the act and esc buttons due to flattened dome switch. No damage to keypad traces and connector on lcd board was not unlocked during visual inspection. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip and scratches on reservoir tube window.